Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was hard to press. Reportedly, the customer needed to press the wake button multiple times before the pump screen turned on. The customer's blood glucose level was 190 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.